Event description:
The customer reported that they received a sensor error, change sensor and calibration error. It was also stated that there was no canula on the sensor. The customer's blood glucose was 422 mg/dl. Troubleshooting was not completed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.